Event description:
It was reported that the patient has a suspected lead fracture. Additional information was received that the patient underwent a spinal cord stimulation (scs) lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7083017.

Event description:
It was reported that the patient has a suspected lead fracture.